Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for bias current error, which could result in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for bias current error, which could result in unintended activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.